Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were dislodged as noted on x-ray. Both leads had high thresholds and undersensing. The r waves were low, and there was no atrial electrogram or p waves. There was no capture on the ra lead at maximum output. The rv lead was repositioned and remains in use. The ra lead was attempted to be repositioned, however the implanter chose to explant and replace it with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.